Event description:
No additional information is available.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h11. Correction: g1. Distribution history: this complaint unit was manufactured at csi on (B)(6)2023 under wo#'s (B)(4) and shipped on (B)(6)2023. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar vague reported complaint condition. The problem description references the coag function as 'not working well'. A few were found to have a component related issue. However, this complaint unit was not confirmed to have a functional issue, making the comparison irrelevant. Product receipt: the complaint unit was returned on RMA #(B)(4) (B)(6) 2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. The unit was tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
It was reported that during an unknown procedure, the coag function on the leep did not work. No patient harm. No additional information. (B)(4).

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.